Manufacturer narrative:
Other devices involved in this event: battery / bat210958. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported by the patient that the controller was switching between batteries. One controller and six (6) batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation for the controller confirmed that the associated device met all requirements for release. Failure analysis of the batteries revealed that the units passed visual inspection and functional testing. Failure analysis of the controller revealed that the unit passed functional testing. Visual inspection revealed that the serial port data cap was missing. This observation is not related to the reported event and is likely due to the handling of the device. Log file analysis revealed that the controller contained the smr software. The software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the log files downloaded from the controller indicated that the controller was in use up until (B)(6) 2017. Nonetheless, log file analysis was performed and revealed several premature power switching events that were due to momentary disconnections involving (B)(4). In addition, log file analysis revealed power switching events due to communication errors involving (B)(4). As a result, the reported power switching was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections. Controller: (B)(4) - battery device available for evaluation: yes, 2017-09-04. Device manufacture date: 2015-11-30. (B)(4) battery device available for evaluation: yes, 2017-10-27. Device manufacture date: 2015-11-30. (B)(4) - battery device available for evaluation: yes, 2017-11-20. Device manufacture date: 2015-11-30. (B)(4) - battery device available for evaluation: yes, 2017-09-04. Device manufacture date: 2015-11-30. (B)(4) - battery device available for evaluation: yes, 2017-11-13 device manufacture date: 2015-11-30. (B)(4) - battery device available for evaluation: yes, 2017-11-01 device manufacture date: 2015-11-30. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: (B)(4) - battery / catalog number 1650de / expiration date: 11/30/2016. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unknown. Labeled for single use: no. Battery issue. (B)(4) - battery / catalog number 1650de / expiration date: 11/30/2016. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unknown. Labeled for single use: no. Battery issue. (B)(4) - battery / catalog number 1650de / expiration date: 11/30/2016. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unknown. Labeled for single use: no. Battery issue. (B)(4) - battery / catalog number 1650de / expiration date: 11/30/2016. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unknown. Labeled for single use: no. Battery issue. (B)(4) - battery / catalog number 1650de / expiration date: 11/30/2016. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unknown. Labeled for single use: no. Battery issue. (B)(4) - battery / catalog number 1650de / expiration date: 11/30/2016. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unknown. Labeled for single use: no. Battery issue. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller was switching between batteries. The controller, back up controller, and all associated batteries were exchanged. No patient complications have been reported as a result of this event.